Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, 'system error 345 multi times in history' was not reproduced. A review of the history log revealed multiple occurrences of ec345. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The ultrasonic sensor will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.